Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available.¿ the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a loose connection and a flickering image. The issue was found during a se up. There were no reports of patient harm.